Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system and passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no thermal damage. No portion of the conductor wire insulation is missing, but the wires are exposed. Further investigation found a broken grip cable at the distal end.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) wire was damaged. The customer used a backup instrument to continue with the planned procedure. The procedure was completed with no reported injury.